Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The customer communicated that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018 at an outside hospital. The cause of death was unknown. No further information is available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported patient outcome cannot be conclusively determined. The device will not be returned for evaluation. No product available for investigation. The heartmate ii left ventricular assist system instruction for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.